Event description:
It was reported the patient wanted to start their stimulation back up. It was noted the patient had wanted to have the stimulator removed for sixth months. It was reported the patient was in pain. It was noted the patient¿s therapy stopped helping their pain two years prior.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).